Manufacturer narrative:
This report is filed june 19, 2015.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. This report is filed january 23, 2015.